Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. This report is being filed on an international product, list number 07p51-20 that has a similar product distributed in the us, list number 7p51-21 / 31, with 510k number k170317.

Event description:
The customer observed false positive alinity I total b-hcg results for a 36-year-old female patient. The customer stated that between (B)(6) 2024 and (B)(6) 2025, the b-hcg results generated for the patient were persistently elevated b-hcg when tested on an abbott device. The following information was provided: historical results for the patient: (B)(6) 2025: initial result= 28.62 miu/ml; (B)(6) 2025: initial result= 28.13 miu/ml; (B)(6) 2025: initial result= 25.73 miu/ml. (B)(6) 2025: initial result= 21.87 miu/ml (B)(6) 2025: initial result= 40.89 miu/ml; (B)(6) 2025: initial result= 51.98 miu/ml; (B)(6) 2025: initial result = 47.98 miu/ml; (B)(6) 2025: initial result= 49.07 miu/ml. (B)(6) 2025, initial result= 62.45 miu/ml; (B)(6) 2025, initial result= 72.93 miu/ml. The customer additionally provided more specific information where testing of the patient sample was performed across multiple laboratories and using different assay platforms between (B)(6) 2025. The following results were provided: (B)(6) 2025:(B)(6) ,(alinity)- first result= 61.44miu/ml; rerun result= 60.77miu/ml. (B)(6) 2025: (B)(6) hospital (roche)= 0.200miu/ml; (B)(6) 2025-rerun result= 0.200miu/ml. (B)(6) 2025: (B)(6), (architect)= 101.98 miu/ml; rerun result= 109.58miu/ml. (B)(6) 2025: (B)(6) hospital (roche) = 0.200miu/ml. (B)(6) 2025: (B)(6) (alinity)= 61.87miu/ml. The patient sample was also tested using a heterophilic blocking tube (hbt) on (B)(6) 2025. The b-hcg result after hbt treatment was negative, confirming there was presence of heterophilic antibodies interference in the sample. On 17jun2026 abbott was made aware that the patient underwent a curettage, cancer screening and cancer treatment based on the false positive results. No additional information about the patient or the event could be obtained. No additional impact to patient management reported.